Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was noted on the right ventricular (rv) lead. There were prior episodes of noise on the rv channel, but all electrical parameters had been stable and in range. The rv lead was capped and replaced and the patient was stable.